Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The tpuc3 reagent lot number was 76791601 with an expiration date of 31-mar-2025. Calibration and qc were acceptable. Several abnormal aspiration alarms were observed on the alarm trace data. The results from the precision check suggest cell rinse functionality issues. The field service engineer (fse) readjusted the cuvette filling levels and the gear pump pressure. A general reagent issue was excluded as calibration and qc were acceptable. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The c702 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant low result for 1 patient urine sample tested for total protein (tpuc3) on a cobas 8000 c 702 module. On (B)(6) 2024 the initial result was 200.7 mg/dl with an invalidating data flag. On (B)(6) 2024 the repeat result was 7.3 mg/dl. The sample was repeated twice more with results of 212.2 mg/dl with an invalidating data flag and 219.2 mg/dl. The 219.2 mg/dl result corresponds to the patient¿s clinical history.